Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the lead alert sounded, and the atrial lead exhibited gradually increasing impedances to high levels. The lead remains in use. No patient complications have been reported as a result of this event.